Manufacturer narrative:
This report is submitted on december 11, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement due to a head trauma. The magnet was replaced on (B)(6) 2019.